Event description:
It was reported the wheelchair was struck by a vehicle during use. The impact caused the chair to tip forward and the user fell out of the chair. Although the user sustained minor injuries from the incident, the wheelchair sustained a bent frame. There is no allegation that the wheelchair malfunctioned at any time or contributed to the collision. No further patient complications were reported as a result of this event.